Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the application didn't launch and showed error messages. A field service engineer reimagined the station and performed data synchronization in order to resolve the issue. The contact information was kept blank due to the reported issue that was found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system required station reimaging. Due to this malfunction, customer reported that the dispensing workflow was impacted and also unable to access. There were no adverse events or injuries reported based on this incident.